Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer stated that all the buttons were not sensitive. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.

Manufacturer narrative:
The pump was received with the act button unresponsive due to corroded keypad traces. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the button keypad anomaly. The pump passed the stop current test. The pump had a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.